Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the target lesion had moderate tortuosity, moderate calcification and was eccentric with 90% stenosis. The pre-dilation was done with the voyager rx 2.0 x 12 mm; however, a rupture was noted at 12 atm when it was attempting to increase the pressure gradually. The procedure was completed with a voyager rx 2.5 x 12 mm. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusions summation-product performance engineering reviewed the incident. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during manufacturing, interaction with other products used during the procedure, patient anatomy, lesion calcification, or lesion tortuosity. It was reported that the lesion was moderately tortuous, moderately calcified, and 90% stenosed, which could have contributed to the balloon rupture. A review of the balloon rupture testing for this lot performed during reliability engineering showed the data exceeded rbp. A cause for the balloon rupture could not be determined.